Event description:
A 2.5 mm diameter x 30 mm length endeavor otw drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an lad lesion. The lesion morphology was reported to be mild tortuosity with mild stenosis. The lesion was not pre-dilated. Two endeavor drug-eluting stent were successfully implanted at the lesion site. A dissection was noted after the initial deployment of the second stent, which was overlapping the first stent that was deployed. Another manufacturer's two stents was implanted to repair the dissection. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure, failure to follow instructions. Conclusions: device discarded, unable to follow up, user error contributed to event.